Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports. Initial qa inspection of the air dermatome by zimmer biomet surgical on april 3, 2018 revealed that the motor speed was within specification. The control lever torque testing was not performed. The device was out of calibration at all four settings. The head had visibly damage, but not enough to affect the function of the device. There were screws missing from the device. Repair of the air dermatome was not performed by zimmer biomet surgical since at the time of this investigation the customer has not made a decision on the aged repair quote. The reported event was non-verifiable since the motor was within motor speed specifications and there was no mention of the device tearing skin. The reported event ¿there were 2 missing screws that hold the blade¿ was confirmed since the 2 missing were not on the device when it was returned for evaluation. The root cause of the device skipping and tearing skin cannot be specifically determined with the provided information since the motor was within motor speed specification and there was no mention of the device tearing skin. The root cause of the missing screws cannot be specifically determined with the provided information since it is unknown how the screws became missing. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported regarding skipping/tearing skin and that of missing 2 screws that hold the blade. The event timing was during surgery. There was no harm to the patient and another device was used to complete surgery. There was a delay of less than 5 minutes. No adverse events were reported as a result of this malfunction.